Event description:
On (B)(6), 2007, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2011, the pt had a computed tomography guided endoleak injection repair.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional components implanted on (B)(6), 2007: (B)(4).